Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission reviewed that the patient's right ventricular lead exhibited high defibrillation impedance. No interventions were performed. The patient's condition was unknown.

Event description:
Additional information received noted that therapies were programmed off for the implantable cardioverter defibrillator associated with the reported right ventricular lead. Another single chamber implantable cardioverter defibrillator system was implanted on the right side of the patient on (B)(6) 2022. The patient's condition was unknown.